Event description:
Pt underwent femoro-femoral bypass in september 2002. In october 2002, pt developed an infection. Graft became infected and was thus removed. It was reported that pt died after graft removal procedure. Cause of death is unk.